Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist received an error message "calibrate o2 sensor". The device was not changed out, as the customer recalibrated the sensor and the error message went away. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer was not requesting a repair. The user plans on using the unit. This complaint is related to MDR #1828100-2013-00331.